Manufacturer narrative:
The failure for heat was not confirmed through functional testing, disassembly and visual inspection. The components of the device was conforming for the event.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.